Manufacturer narrative:
(B)(4). Per fsr, the battery last measured discharge (lmd) reached to 7.01ah after one hour of charging. The user facility was advised to leave the system on and plugged in to charge overnight. Follow-up communication confirmed that the light emitting diode (led) on the power manager board had switched to green after charging.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc), the batteries were low at 0.23 amp hours (ah). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) advised the user facility to plug the unit in and turn on at least twice a month to fully charge. The user facility uses a third party service to maintain their heart lung machines (hlm). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.